Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate right after completing the load process. There was no reported impact to the customer's blood glucose level. Multiple follow up attempts were made to attempt to retrieve product.